Manufacturer narrative:
The system was examined and the reported event was not replicated. The system passed vitrectomy tests and all pressure tests. The company representative informed the customer to keep the pressure between 100-110 pounds per square inch (psi) when using 10,000 cuts. The company representative tested vitrectomy with vitrectomy probe, performing cut at 10,000 cuts with no pressure drops. The com did not observe auto-gas fill (agf) issues and agf passed testing. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the cutter would not cut, the system lost power during fluid/air exchange. The retina re-detached. Additional information has been requested.